Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel/ metallic product´s components') and uterine perforation ('essure missed in the previous surgery had perforated the uterus') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had 3 devices inserted" in (B)(6) 2009. The patient's concurrent conditions included nickel sensitivity (already at time of essure insertion). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("during bilateral salpingectomy for essure removal, professionals left one of the devices inside the body"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), endometritis ("chronic endometritis"), intermenstrual bleeding ("metrorrhagia"), vulvovaginitis ("recurrent vulvovaginitis"), swelling ("swelling"), gastric disorder ("gastropathy"), chondropathy ("chondropathy grade ii / chondropathy of the outer plate"), melanosis ("melanosis"), intestinal polyp ("intestinal polyps"), gastritis ("gastritis") and dyspepsia ("digestive discomfort"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (laparoscopy to remove essure and fallopian tubes on (B)(6) 17 and subtotal hysterectomy with preservation of ovaries on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, endometritis, intermenstrual bleeding, vulvovaginitis, swelling, chondropathy, melanosis, intestinal polyp and complication of device removal outcome was unknown, the uterine perforation had resolved and the gastric disorder, gastritis and dyspepsia had not resolved. The reporter considered allergy to metals, chondropathy, complication of device removal, dyspepsia, endometritis, gastric disorder, gastritis, intermenstrual bleeding, intestinal polyp, melanosis, pelvic pain, swelling, uterine perforation and vulvovaginitis to be related to essure. The reporter commented: she was not informed that she had had 3 devices inserted instead of two. Despite the surgical intervention for the extraction of the essure devices, the symptoms did not subside but worsened. During removal surgery, one essure implant was left in body. Left essure was detected, she was registered on the surgical waiting list for subtotal hysterectomy with preservation of ovaries. Subtotal hysterectomy via laparoscopy on (B)(6) 2018. Despite undergoing two surgeries to extract the essure, she continues to suffer from several symptoms, provisionally as the full extent of the damages and suffering that she is still experiencing today has not yet been determined: gastritis and digestive discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, simple subtotal hysterectomy: proliferative endometrium without atypical signs; stroma with plasma cell infiltration and lymphoid accumulations, suggesting chronic endometritis attributable to intrauterine devices. Scan - on (B)(6) 2018: left essure visible in section. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals ('allergy reaction to nickel/metallic product´s components') and uterine perforation ('essure missed in the previous surgery had perforated the uterus'). In a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had 3 devices inserted" in (B)(6) 2009. The patient's concurrent conditions: included nickel sensitivity (already at time of essure insertion). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("during bilateral salpingectomy for essure removal, professionals left one of the devices inside the body"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), endometritis ("chronic endometritis"), intermenstrual bleeding ("metrorrhagia"), vulvovaginitis ("recurrent vulvovaginitis"), swelling ("swelling"), gastric disorder ("gastropathy"), chondropathy ("chondropathy grade ii/chondropathy of the outer plate"), melanosis ("melanosis"), intestinal polyp ("intestinal polyps"), gastritis ("gastritis") and dyspepsia ("digestive discomfort"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (laparoscopy to remove essure and fallopian tubes on (B)(6) 2017. And subtotal hysterectomy with preservation of ovaries on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, endometritis, intermenstrual bleeding, vulvovaginitis, swelling, chondropathy, melanosis, intestinal polyp and complication of device removal outcome was unknown. The uterine perforation had resolved. And the gastric disorder, gastritis and dyspepsia had not resolved. The reporter considered allergy to metals, chondropathy, complication of device removal, dyspepsia, endometritis, gastric disorder, gastritis, intermenstrual bleeding, intestinal polyp, melanosis, pelvic pain, swelling, uterine perforation and vulvovaginitis to be related to essure. The reporter commented: she was not informed, that she had 3 devices inserted instead of two. Despite the surgical intervention for the extraction of the essure devices, the symptoms did not subside, but worsened. During removal surgery, one essure implant was left in body. Left essure was detected, she was registered on the surgical waiting list for subtotal hysterectomy with preservation of ovaries. Subtotal hysterectomy via laparoscopy on (B)(6) 2018. Despite undergoing two surgeries to extract the essure, she continues to suffer from several symptoms. Provisionally as the full extent of the damages and suffering that she is still experiencing today has not yet been determined. Gastritis and digestive discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018, uterus, simple subtotal hysterectomy. Proliferative endometrium without atypical signs, stroma with plasma cell infiltration and lymphoid accumulations. Suggesting chronic endometritis attributable to intrauterine devices; scan: on (B)(6) 2018, left essure visible in section. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff report via health services. She was 33 years old at the time of the events, and with a history of nickel allergy. Essure insertion in (B)(6) 2009 (date specified) for contraception. She had 3 devices inserted without her knowledge (event device use issue was added). Despite the surgical intervention for the extraction of the essure devices, the symptoms did not subside, but worsened. During removal surgery on essure implant left in body (event was added: complication of device removal ) medical record note (medically confirmed) of (B)(6) 2018. No improvement in terms of pain, she reports it is worse. Left essure, which had perforated her uterus is seen in the section (event uterine perforation and hospitalization added). Note on (B)(6) 2018, registered her into the surgical waiting list for subtotal hysterectomy with preservation of ovaries. Subtotal hysterectomy via laparoscopy. And on (B)(6) 2018, pathology test with event endometritis added. Despite undergoing two surgeries to extract the essure, she continues to suffer from several symptoms. Provisionally as the full extent of the damages and suffering that she is still experiencing today has not yet been determined. Gastritis and digestive discomfort (events added). On 14-may-2021, no new information. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergy reaction to nickel/ metallic product´s components") and uterine perforation ("essure missed in the previous surgery had perforated the uterus") in a 41-year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("had 3 devices inserted" in (B)(6) 2009) and contraceptive device removal incomplete ("during bilateral salpingectomy for essure removal, professionals left one of the devices inside the body" on (B)(6) 2017). The patient had a medical history of eczema in 2004 and melanosis, constipation, dyspareunia, smoker, menses painful, gestational diabetes, neuritis, neuralgia and tonsillitis. As concurrent condition the report mentioned nickel sensitivity (already at time of essure insertion). Concomitant products included deflazacort, omeprazol a (omeprazole), acetylcysteine, enoxaparin, ibuprofen and amoxicillin. In (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), pelvic pain ("pelvic pain"), endometritis ("chronic endometritis"), intermenstrual bleeding ("metrorrhagia"), vulvovaginitis ("recurrent vulvovaginitis"), swelling ("swelling"), gastric disorder ("gastropathy"), chondropathy ("chondropathy grade ii / chondropathy of the outer plate"), melanosis ("melanosis"), intestinal polyp ("intestinal polyps"), gastritis ("gastritis"), dyspepsia ("digestive discomfort"), abdominal discomfort ("discomfort in the hypogastrium"), vomiting ("vomiting"), regurgitation ("regurgitation"), rectal haemorrhage ("rectal bleeding"), constipation ("constipation") and gastrooesophageal reflux disease ("gastroesophageal reflux"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (laparoscopy to remove essure and fallopian tubes on 28-dec-17 and subtotal hysterectomy with preservation of ovaries on (B)(6) 2018). At the time of the report, the uterine perforation had resolved and the gastric disorder, gastritis and dyspepsia had not resolved. The outcomes for allergy to metals, pelvic pain, endometritis, intermenstrual bleeding, vulvovaginitis, swelling, chondropathy, melanosis, intestinal polyp, abdominal discomfort, vomiting, regurgitation, rectal haemorrhage, constipation and gastrooesophageal reflux disease were unknown. The reporter considered abdominal discomfort, allergy to metals, chondropathy, constipation, dyspepsia, endometritis, gastric disorder, gastritis, gastrooesophageal reflux disease, intermenstrual bleeding, intestinal polyp, melanosis, pelvic pain, rectal haemorrhage, regurgitation, swelling, uterine perforation, vomiting and vulvovaginitis to be related to essure administration. The reporter commented: she was not informed that she had had 3 devices inserted instead of two. Despite the surgical intervention for the extraction of the essure devices, the symptoms did not subside but worsened. During removal surgery, one essure implant was left in body. Left essure was detected, she was registered on the surgical waiting list for subtotal hysterectomy with preservation of ovaries. Subtotal hysterectomy via laparoscopy on (B)(6) 2018. Despite undergoing two surgeries to extract the essure, she continues to suffer from several symptoms, provisionally as the full extent of the damages and suffering that she is still experiencing today has not yet been determined: gastritis and digestive discomfort. Had to undergo two surgeries, the first on (B)(6) 2017, bilateral salpingectomy two devices were removed and the second on (B)(6) 2018, subtotal hysterectomy by laparotomy for extraction of the third device, resulting in mutilation of part of the female reproductive system. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: essure devices are visualized; confirmed that the devices are in both tubes. [Pathology test] on (B)(6) 2018: uterus, simple subtotal hysterectomy: proliferative endometrium without atypical signs; stroma with plasma cell infiltration and lymphoid accumulations, suggesting chronic endometritis attributable to intrauterine devices [scan] on (B)(6) 2018: left essure visible in section [ultrasound scan] (date unknown): visualized in good situation, left more difficult to see. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-aug-2022: medical record received. Reporter information updated. Concomitant drugs, conditions, medical history , historical drugs were added. Patient date of birth updated. Events gastro esophageal reflux, regurgitation, vomiting, discomfort in the epigastrium, rectal bleeding, and constipation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergy reaction to nickel/ metallic product´s components") and uterine perforation ("essure missed in the previous surgery had perforated the uterus") in a 41-year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("had 3 devices inserted" in october 2009) and contraceptive device removal incomplete ("during bilateral salpingectomy for essure removal, professionals left one of the devices inside the body" on (B)(6) 2017). The patient had a medical history of eczema in 2004 and melanosis, constipation, dyspareunia, smoker, menses painful, gestational diabetes, neuritis, neuralgia and tonsillitis. As concurrent condition the report mentioned nickel sensitivity (already at time of essure insertion). Concomitant products included deflazacort, omeprazol a (omeprazole), acetylcysteine, enoxaparin, ibuprofen and amoxicillin. In october 2009, the patient had essure inserted. Essure was removed on 02-jun-2018. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), pelvic pain ("pelvic pain"), endometritis ("chronic endometritis"), intermenstrual bleeding ("metrorrhagia"), vulvovaginitis ("recurrent vulvovaginitis"), swelling ("swelling"), gastric disorder ("gastropathy"), chondropathy ("chondropathy grade ii / chondropathy of the outer plate"), melanosis ("melanosis"), intestinal polyp ("intestinal polyps"), gastritis ("gastritis"), dyspepsia ("digestive discomfort"), abdominal discomfort ("discomfort in the hypogastrium"), vomiting ("vomiting"), regurgitation ("regurgitation"), rectal haemorrhage ("rectal bleeding"), constipation ("constipation") and gastrooesophageal reflux disease ("gastroesophageal reflux"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (laparoscopy to remove essure and fallopian tubes on (B)(6) 2017 and subtotal hysterectomy with preservation of ovaries on (B)(6) 2018). At the time of the report, the uterine perforation had resolved and the gastric disorder, gastritis and dyspepsia had not resolved. The outcomes for allergy to metals, pelvic pain, endometritis, intermenstrual bleeding, vulvovaginitis, swelling, chondropathy, melanosis, intestinal polyp, abdominal discomfort, vomiting, regurgitation, rectal haemorrhage, constipation and gastrooesophageal reflux disease were unknown. The reporter considered abdominal discomfort, allergy to metals, chondropathy, constipation, dyspepsia, endometritis, gastric disorder, gastritis, gastrooesophageal reflux disease, intermenstrual bleeding, intestinal polyp, melanosis, pelvic pain, rectal haemorrhage, regurgitation, swelling, uterine perforation, vomiting and vulvovaginitis to be related to essure administration. The reporter commented: she was not informed that she had had 3 devices inserted instead of two. Despite the surgical intervention for the extraction of the essure devices, the symptoms did not subside but worsened. During removal surgery, one essure implant was left in body. Left essure was detected, she was registered on the surgical waiting list for subtotal hysterectomy with preservation of ovaries. Subtotal hysterectomy via laparoscopy on (B)(6) 2018. Despite undergoing two surgeries to extract the essure, she continues to suffer from several symptoms, provisionally as the full extent of the damages and suffering that she is still experiencing today has not yet been determined: gastritis and digestive discomfort. Had to undergo two surgeries, the first on (B)(6) 2017, bilateral salpingectomy two devices were removed and the second on (B)(6) 2018, subtotal hysterectomy by laparotomy for extraction of the third device, resulting in mutilation of part of the female reproductive system. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: essure devices are visualized; confirmed that the devices are in both tubes. [Pathology test] on (B)(6) 2018: uterus, simple subtotal hysterectomy: proliferative endometrium without atypical signs; stroma with plasma cell infiltration and lymphoid accumulations, suggesting chronic endometritis attributable to intrauterine devices [scan] on (B)(6) 2018: left essure visible in section [ultrasound scan] (date unknown): visualized in good situation, left more difficult to see quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-aug-2022: medical record received. Reporter information updated. Concomitant drugs, conditions, medical history , historical drugs were added. Patient date of birth updated. Events gastro esophageal reflux, regurgitation, vomiting, discomfort in the epigastrium, rectal bleeding, and constipation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy reaction to nickel/metallic product´s components"), device dislocation ("the other essure was not detected") and vulvovaginitis ("recurrent vulvovaginitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginitis (seriousness criterion medically significant), swelling ("swelling"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia"), gastric disorder ("gastropathy"), chondropathy ("chondropathy grade ii / chondropathy of the outer plate"), melanosis ("melanosis") and intestinal polyp ("intestinal polyps"). The patient was treated with surgery (laparoscopy to remove essure (the fallopian tubes were excised and the patient lost her uterus)). At the time of the report, the allergy to metals, vulvovaginitis, swelling, pelvic pain, metrorrhagia, gastric disorder, chondropathy, melanosis and intestinal polyp outcome was unknown and the device dislocation had not resolved. The reporter considered allergy to metals, chondropathy, device dislocation, gastric disorder, intestinal polyp, melanosis, metrorrhagia, pelvic pain, swelling and vulvovaginitis to be related to essure. The reporter commented: since the other essure was not detected, the patient would undergo another surgical intervention. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: allergy to metals > the analysis in the global safety database revealed 429 cases. Device dislocation> the analysis in the global safety database revealed 3534 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.